Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise. Analyst commented, confirmed mayo potential on atrial channel.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)patient alert triggered due to lead integrity alert (lia). The alert was triggered by non sustained ventricular tachycardia (vt) events and lead impedance of non medtronic rv lead. In actuality it was oversensing of the abdominal muscles which was cured with a change to the sensitivity. Review of data indicated the episodes appeared to be non-physiologic and are most probably caused by electro magnetic interference (emi) or sensing of myopotentials. The ICD remains in use. No patient complications have been reported as a result of this event.